Event description:
It was reported the patient experienced a shocking or jolting sensation since implant. The shocking was not painful, just uncomfortable. They felt a shocking in their stomach when they had not eaten much. Eating something would resolve the shocking. The night prior to call, the patient felt random pulses and sensations. The device was doing weird things. The patient had been sick and nauseous for a couple of days. There were no falls or traumas associated with the issues. It was reported the shocking occurred twice for one to two minutes each time. The patient was seeing a pediatric gastroenterologist in two months. They had greater than fifty percent symptom reduction and recovered without permanent impairment. It was reported the manufacturer representative only knew of shocking during the patient¿s reprogramming session. There were no device issues. The patient was seen by the manufacturer representative on (B)(6) 2015. The patient still experienced shocking, but no reprogramming was performed. The patient¿s healthcare provider felt the patient¿s symptoms were not device related.

Manufacturer narrative:
Concomitant medical devices: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).